Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete reporter information. This report is being supplemented to provide additional information based on the device evaluation results and the legal manufacturer's final investigation. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. An in-service was performed at the facility. It was confirmed that training about reprocessing to the facility was conducted and completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where there is a leak at the biopsy channel and a forceps passage problem due to the leak. However, these defects alone are not considered severe enough to cause a potential adverse event. According to the instruction manual, the reprocessing methods are described in the following chapters: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. An olympus endoscopy support specialist was dispatched to the facility to observe the customer¿s reprocessing techniques. An in-service was conducted and completed on 05oct2023. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope failed a third-party culture test. It is unknown what the positive results were or the type of testing. The customer had a loaner scope that also tested positive. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Related patient identifier: (B)(6).